Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). On (B)(6) 2012, dianeal and extraneal viaflex therapies were withdrawn. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2012, the pd catheter was removed. On (B)(6) 2012, the patient started hemodialysis. The patient was initially treated with vancomycin and then was changed to fortaz for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. The patient remained hospitalized and was not retrained in aseptic technique. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot numbers h12g18136, h12f05093 and h12e11085 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Should additional information become available, a follow-up report will be submitted. This is report 4 of 5 involved in this peritonitis event.